Event description:
The pt was supported with a paracorporeal ventricular assist device (pvad) for right ventricular support. The vad coordinator reported that after two weeks of support, the hosp staff could not get a signal on the dual drive console (ddc). The electrical leads and the ddc were reportedly switched out with no resolution to the issue. The surgeon made a decision to exchange the pvad with a centrimag rvad. The rvad was successfully exchanged and the pt continues on right ventricular support without any further issue.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further ino is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.